Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported, that the patient had a chest pain, due to an unspecified cause. The pulse generator was explanted and replaced. The patient status was not provided.

Manufacturer narrative:
The visual inspection was normal. Interrogation and preliminary test results were normal. No anomalies were noted.